Event description:
The ablation catheter has a deflecting tip and it stopped deflecting during the procedure. Another catheter was used from the same lot and also failed. About 30 seconds after using both of the catheters, they stopped deflecting. A third safire blu catheter was then used successfully. It is unknown if it was from the same lot. There no harm to the patient.